Event description:
Procedure: umbilical hernia. Reportedly, the unit was set on 50/full grade and 100 cut with a blend. Upon making the incision with electrosurgical pencil the surgeon noticed sparks from the pencil tip. There was tissue burn on the incision. Two cut downs had to be performed in order to remove the burned area on the tissue. The surgeon pulled and sewed the external tissue together and sutured.